Manufacturer narrative:
(B)(4). Additional information: it was reported that the treatment of ceftazidime and vancomycin was discontinued twenty-three days after being admitted to the hospital. It was reported that the patient had recovered from the event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the patient experienced peritonitis, manifested by cloudy effluent and abdominal pain, coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the reported event. The treatment for peritonitis included ceftazidime (intraperitoneal (ip), 1g per day) and vancomycin (ip, 1g every 5 days). The patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested and was not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up medwatch will be submitted.